Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced emotional disorder ("over-emotional/other injury(ies) or complication(s) - please describe: extreme emotions"), 6 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions - type: body rashes"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss") and migraine ("migraine"). In 2014, the patient experienced abdominal pain lower ("pain lower abdominal"). The patient was treated with surgery (laparoscopic supracervical hysterectomy w/unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, rash, headache, tooth disorder, abdominal pain lower, fatigue, gastrooesophageal reflux disease, emotional disorder, alopecia and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, emotional disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, migraine, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2013 insertion details-coils visible in uterus 5 left and 3 right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: results: confirmation of tubal occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced emotional disorder ("over-emotional/ other injury(ies) or complication(s) - please describe: extreme emotions"), 6 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions - type: body rashes"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss") and migraine ("migraine"). In 2014, the patient experienced abdominal pain lower ("pain lower abdominal"). The patient was treated with surgery (laparoscopic supracervical hysterectomy w/unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, rash, headache, tooth disorder, abdominal pain lower, fatigue, gastrooesophageal reflux disease, emotional disorder, alopecia and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, emotional disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, migraine, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2013 insertion details-coils visible in uterus 5 left and 3 right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: results: confirmation of tubal occlusion. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received- new reporter, insertion details, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.